Event description:
It was reported that this implantable pacemaker exhibited longevity calculation of only 5.5 years. This device was implanted 1 year ago. Currently, power consumption is 51 micro watts with a power consumption comparison percentage of 120%. This device remains in service. No adverse patient effects were reported.